Manufacturer narrative:
(B)(4).

Event description:
It was reported that a new sensor prompt occurred. The sensor was inserted into the abdomen on (B)(6) 2023. Data was evaluated and the allegation was confirmed. The probable cause was determine to be a stale start command which led to an early sensor expiration. The reported event of a new sensor prompt is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.